Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the lead was explanted due to infection. More information was not available. Lead was unidentifiable.